Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that evaluation of the device could not replicate the reported issue. Logs were reviewed, and no display-related issues or faults were found. The device passed full functional testing, including bench handling and impedance calibration testing. An internal inspection was performed, and no issues involving display cables were found. As a precaution, the lcd color cable was replaced to reduce the likelihood of recurrence. No fault found with the device. No emerging trend based on similar reports